Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, four devices were placed on the forehead and perirenal areas of the patient approximately 20 minutes. It was reported that it caused redness and irritation on both perinatal sensor sites the day after the study. Improvement was noted the following morning and no additional medical intervention.